Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found. (B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Device was used for treatment, not diagnosis. Placeholder.

Event description:
It was reported that the lettering on a mandible module for craniomaxillofacial distractor is worn, but is still legible, and three other devices that are part of the distractor set are rusted or flash pitted. The rusted or flash pitted devices are item numbers: 03.500.014, 03.500.015, and 03.503.039. The devices are part of the hospital¿s inventory. It is unknown when the devices were discovered in poor condition. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Red-brown discolored areas are visible on the surface of the device. The present plate cutter for matrix midface exhibits discolored areas at the surface. The discolorations were composed of different chemical elements or different residues respectively. Principally the red-brown areas were iron oxide (rust) in combination with silicon carbide or/ and silicon oxide particles. Additionally, organic residues could be detected, probably transferred to the surface by the plastic package. It cannot be excluded that machining or blasting residues from manufacturing were not integrally removed from the surface of the instrument and conducted to the rust film at the surface. Without the metallographic inspection of the used material, a corrosion of the instrument itself cannot be excluded. We are not aware of any other similar complaints of the involved articles/lot numbers and associated to the reported problem. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
A product development event evaluation was completed: part 03.503.039 was received for evaluation with complaint category "rust". The sales consultant reported the device is part of the distractor set that has rusted or flash pitted. The date of manufacture for part 03.503.039 is november 03, 2010. The part is a multiple use device in the curvilinear distraction system for use with internal distraction devices that advance the mandible along a curved path. For part 03.503.039, the investigating engineer reviewed the associated drawings. The materials of the device¿s components were confirmed. Bead blasting was confirmed, passivation was confirmed, heat treating was confirmed, and electropolishing was confirmed. The drawings confirm that the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The raw materials were confirmed to correspond to specifications. The dimensions, materials, and finishing processes were found to be appropriate for a robust plate cutter at the time of manufacture. For part 03.503.039, the midface plate cutter contains witness marks consistent with rust caused by contact with iron rich water. Although proper care and maintenance includes cleaning the part in ion free water, repeated autoclaving in iron rich water cannot be ruled out as a cause. The design for the part is deemed adequate for the intended use and the disposition for this part of the complaint is deemed indeterminate. Device was used for treatment, not diagnosis.